Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the autozero solenoid, which resolved the reported issue. The ventilator passed extended self tests (est), short self tests (sst), and electrical safety test. (B)(4).

Event description:
Covidien received information that, during patient use, an 840 ventilator experienced a malfunction. The patient was removed from the ventilator and placed on an alternate device. There was no harm or injury to the patient.